Event description:
On 15-jan-2025 koru medical received 6 boxes (300 tubing sets) of f60 precision flow rate tubing lot t.86467 from a customer under a return material authorization. There was no patient involvement. During quality control inspection of the 300 tubing sets performed on 20-jan-2025, 7 tubing sets were found contaminated with black debris and what appeared to be hair. Koru initiated an internal non-conformance report to investigate. In addition, an internal quality alert was initiated to inform internal personnel of the non-conformance. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.